Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 130 mg/dl. The customer continued to use the pump for insulin therapy.